Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not display dexcom g7 glucose values because the ilet was attempting to pair with a sensor using an incorrect sensor code, while the dexcom mobile app continued to show readings. Symptoms included absence of glucose values on the ilet user interface. Outcomes included no impact to blood glucose, no injury, and no medical or hospital care. Investigation included remote troubleshooting and education to review the dexcom settings on the ilet, verify the pairing status, and correct the sensor code, followed by confirmation of successful pairing. Investigation of this case revealed that the issue was user setup error related to an incorrect pairing code, which prevented proper communication between the ilet and the dexcom g7 sensor; function was restored after the code was corrected and pairing was completed. It was concluded, based on previously established findings for similar reports, that the cause was use error during device setup.